Manufacturer narrative:
The sample was returned for evaluation on 03 august 2007, and sent for decontamination. Upon decontamination of the unit and completion of the investigation, a supplemental report will be submitted.

Event description:
The catheter was placed in the patient in 2007 in the morning. When the catheter was removed at 11 am on three days later, only part of the catheter was still attached to the hub. There was no resistance when removing the catheter and when performing a site inspection on the patient there were no signs of irritation. An x-ray was taken, and it was confirmed that a part of the catheter was left in the patient. A successful venous cut down was performed and the patient was stitched up and released in good health.